Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reports it has been determined the bladder sling is not the issue. Patient states they went to see healthcare provider (hcp) on the 16th and agreed that it's the interstim device that is causing this issue. Patient states they had a CT scan, vaginal check and an ultrasound to determine this. Patient states they tried turning stimulation off for a few weeks and the issue went away. Patient repeated all the same symptoms and also mentioned experiencing shocking and dull aching in the pelvic area which started with all the other symptoms. Patient states when they went to turn stimulation back on, they kept it at a very low setting. Within a few days, the symptoms started back again. Patient states the hcp feels the next step is a colostomy bag. Patient plans to get a second opinion. Patient states at this point the hcp has not done an x ray to compare lead position from when it was first implanted. No further complications were reported.

Event description:
Additional information was received from the patient. They reported that they had a lot of pain, discomfort, infection and redness, they turned stimulation off and it went away, but the incontinence returned. They asked if the device could malfunction and information was reviewed. They went to their doctor and had a CT scan and they went back on (B)(6) 2021, it was noted they were scheduled to see them again on (B)(6) 2021. They had a mesh implanted in (B)(6) 2020 after the device had been implanted. They were redirected to their healthcare provider to address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient has been experiencing pain in their vagina so decreased amplitude down to see if it would resolve the pain. The pain did not go away when decreasing amplitude, however patient experienced a loss of therapeutic effect. Over the last two days they have been having a lot of fecal incontinence due to decreasing their amplitude. It is not clear what is causing the vaginal pain. Patient is working with their urologist and has had two courses of antibiotics but the last time the doctor checked they found no infection. Patient also got a mesh bladder sling implanted in august because they couldn't hold their urine. Patient has also had kidney stones and currently has a small one that they haven't passed yet. The patient was redirected to the healthcare provider (hcp).